Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report which contained the following information: ¿abbott lab´s platform´s character numerical restriction does not allow for a full explanation of all the due diligence steps taken by me to make this contraption work. In addition, customer recommending that abbott quality assurance meds take a second look at this device.¿ no further information was provided. There was no report of death or permanent injury associated with this event.